Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with hyperglycemia. Blood glucose (bg) values reached 446 mg/dl while wearing the pod between 4 and 24 hours in the leg. The patient was treated with insulin (type, dosage and route not provided). The patient was discharged after 1 day. The pod was removed at the hospital, and the cannula was found to be bent. The pod was discarded.